Event description:
It was reported that the remote monitor had not sent carealert notifications although the programmed parameters had been met. It was further reported that this was due to existing program settings which allow only one carealert to generate between programmer interrogations even if there are multiple occurrences, as it is expected that the patient will be seen at the clinic following a carealert. It was noted that this restriction kept the clinician from being made aware of subsequent ventricular tachycardia episodes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. The change is reflected in this report.